Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found that the flexvision pc was not booting up, and the flex vision pc did not appear in the download mother board software. The supplier's part analysis conclusively determined the cause of the flexvision pc was due to faulty motherboard and missing gpu, missing dimm. To resolve the issue, the fse replaced flexvision pc, reloaded software, installed download board software, and performed input configuration, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.